Event description:
Healthcare professional reported capsular contracture baker grade IV with rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/jul/2024. Additional, changed, and/or corrected data: g1.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of rupture and capsular contracture was received on june 06, 2024, with catalog number mcghan260cc. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade IV with rupture. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade IV with rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Continued e1 additional phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV with rupture.